Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had insufficient/low power and was leaking air. Therefore, the reported condition that the device failed to contain air properly, and was leaking was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from colombia that during service and evaluation, it was determined that the air pen drive device had an air leak, component damage, cracked/damaged housing, and insufficient/low power. It was further determined that the device failed pretest for general condition, check the power with the test bench, check speed with the tachometer, check internal leak tightness, and check external leak tightness. It was noted in the service order that the device failed to contain air properly, and was leaking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in october 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.